Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. The patient has a history of peripheral vascular disease. It was reported the patient had a large type 1 endoleak and attempts to repair with another manufacturer's cuff were unsuccessful; therefore, it was planned to explant the stent grafts. Medtronic received the explanted stent graft and its analysis has been completed. The device was explanted during surgical conversion due to graft migration and aneurysm expansion secondary to disease progression. The patient was successfully treated for a 64 mm aneurysm and follow-up surveillance showed little reduction in the aneurysm size after 3.5 years. With the exception of a small type 2 endoleak at 2 years, there were no reported endoleaks. Continued patient follow-up reports were not received. However, the most recent 6-year CT follow-up showed an increase in aneurysm volume and the graft appeared to have migrated distally without endoleaks and there was a new 53 mm diameter aneurysm noted just proximal to the graft as well as 26 mm diameter rcia aneurysm. Aortograms just prior to explant confirmed an extremely angulated infrarenal neck unsuitable for repair with a cuff. The aneurysm had extended proximally into both renal arteries, and the graft was in the lower portion of the aneurysm. At explant, the limbs were noted to be firmly imbedded; the patient was successfully converted to open repair. It is likely that disease progression extending into the renals, and an extremely angulated neck, resulted in the distal graft migration. Upon examination of the graft, a single fatigue fracture was observed in the non-sealing portion of the bifurcate body. Several fractures were also found near the origin of the ipsilateral limb, likely caused by the observed graft limb angulation. It is probable that the three spring abrasion induced holes found in the contra limb were also due to limb angulation; however, it is uncertain if these holes contributed to the increased aneurysm size since the holes appeared to be covered by thrombus, and no endoleaks were ever reported. No additional clinical sequelae were reported and the patient is fine.